Event description:
Customer reported the tracheostomy tube was not holding air. Pt was recannulated.

Manufacturer narrative:
The lot number is unk therefore the date of manufacture cannot be determined and the device history record cannot be reviewed.